Event description:
The customer reported that he was in the hospital due to a bypass surgery, and was experiencing high blood glucose levels. The reported blood glucose reading was 303 mg/dl. The customer only wanted to check the basal rates, and declined any troubleshooting. The customer stated that his wife changed the infusion set, and knows that it's not occluded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.